Manufacturer narrative:
This event occurred in (B)(6). (B)(4). Phone number was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys hcg test system (hcgstat) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 310.20 miu/ml. The sample was repeated on (B)(6) 2017, resulting as < 0.500 miu/ml. The < 0.500 miu/ml value fit within the clinical expectations for the patient. No adverse events were alleged to have occurred with the patient. The hcgstat reagent lot number was 248675, with an expiration date of september 2018. The field service engineer (fse) checked the analyzer and found no abnormalities. The customer noted that incorrect measurements often occurred when a fresh reagent pack is used directly after a pack exchange. The fse assumed that there were air bubbles in the system due to the customer using fresh reagent. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be air bubbles in the system when fresh reagents are used (bubbles on reagent surface), insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.